Event description:
During cardiopulmonary bypass, the centrifugal pump stopped unexpectedly. The pump stop was announced by a backflow alarm message and tone. The user pressed the pump's start button and turned up the speed control, restoring blood flow. The procedure was concluded without incident. There was no adverse consequence to the patient as a result of this event.